Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery out limit alarm. Customer reported alarm occur after battery change, they were able to clear alarm. Insulin pump was not alarming at the time of call. They checked alarm history and found multiple battery out limit alarms. Customer did not have new battery to test insulin pump. Customer reported that the insulin pump did alarm battery out limit alarm and this was not the first time this happened. Insulin pump just turned off. Customer did a self test and the insulin pump shuts off again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No unexpected off no power were noted. (B)(4).